Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft and the introducer were kinked. No ECG signal wires were broken inside the shaft. In conclusion, the reported shaft kink from package was confirmed through testing. The catheter failed the return product inspection due to a kink on the shaft and introducer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter was kinked together with the inserter when taken out from the package. The catheter was replaced with resolve and the procedure was completed with cryo. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.